Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse observed that there was no liquid flowing through drv (drain valve). He replaced drv and flushed the flow cell with cleanser. The instrument passed calibration, focus, and 4 runs of qc. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported positive and negative control failure on their iq200 system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.